Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gyn procedure, the jaw could not fully open and was out of alignment. The handle became too hard to be grasped and could not be used. Another device was used to complete the procedure. There were no adverse consequences for the patient.